Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. A review of the customer's quality control (qc) showed that it was in at the time of the event. The ccc found multiple errors. The ccc instructed the customer to perform integrated multisensor technology (imt) bleach clean and replace the imt sensor. The customer performed supercondition. The customer performed calibration, resulting out of range. The customer checked the imt air detect, still receiving an error. The ccc instructed the customer to evaluate the rotary valve. The customer found a loose rotary valve. The customer replaced the valve. The customer performed calibration, resulting out of range. The customer cleaned the tower pogo pins and replaced the sensor. The customer cleaned the pump rollers. The customer performed calibration, resulting out of range. The ccc instructed the customer to clean stylet and reseat reagent probe 1, mixer probe 1 and mixer probe 2 tubing. The customer performed calibration, resulting within range. The cause of the discordant, falsely depressed sodium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed sodium result was obtained on a patient sample on a dimension exl 200 instrument. The initial result was released to the physician(s), which was questioned. The customer tested a new sample (re-draw) on the same dimension exl 200 instrument, resulting higher. The customer issued a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium result.